Event description:
Physician was treating gastric aneurysm with six ruby coils. One of the coils was bent at the distal tip when taken from pouch, and could not be used. It remained out of bodily contact.

Manufacturer narrative:
Results: the coil and pusher are still attached as one complete unit. The pusher is slightly bent on the proximal end near the pet lock. Conclusion: the complaint has been evaluated and could not be confirmed as described. The complaint describes that the coil/pusher was bent at the distal end when it was taken from the package. The evaluation of the device revealed that the pusher was bent on the proximal end of the hypo-tube, distal of the pet lock. We could not determine the source of the damage to the proximal end, as it was not described in the complaint. Therefore, the root cause of the complaint could not be determined. Units from this lot were 100% visually inspected during final inspection, and therefore it is unlikely that this product was damaged prior to shipment. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.